Manufacturer narrative:
This report is submitted on august 06, 2018. (B)(4)

Event description:
Per the audiologist the patient experienced chronic pain at the magnet site resulting in the decision to explant the magnet on (B)(6) 2018. The fixture remains in situ.